Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in delivery of inappropriate shock therapy. Programming changes were made, however, were unable to resolve the oversensing and inappropriate shock therapy. Surgical intervention was undertaken. The s-ICD and electrode were explanted. No additional adverse patient effects were reported. The return of the product is not expected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in delivery of inappropriate shock therapy. Programming changes were made, however, were unable to resolve the oversensing and inappropriate shock therapy. Surgical intervention was undertaken. The s-ICD and electrode were explanted. No additional adverse patient effects were reported. The return of the product is not expected. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in delivery of inappropriate shock therapy. Programming changes were made, however, were unable to resolve the oversensing and inappropriate shock therapy. Surgical intervention was undertaken. The s-ICD and electrode were explanted. No additional adverse patient effects were reported. The return of the product is not expected. The product has been received for analysis. This report will be updated upon completion of analysis.